Event description:
It was reported that during a ptca/stent procedure in the mid lad, after predilation with a 3.0x20 balloon catheter, the penta (3.5x23) was placed at the lesion and inflated. However, no stent was seen. In fact, the stent was found in the protective sheath on the cath lab backtable. A proximal dissection was then observed and further ptca was done. Then, another penta (4.0x23) was deployed at the lesion in the 3.0 vessel, and on post stent deployment, angiography showed a large perforation had occurred. The pt had a pericardiocentesis done and a balloon pump catheter inserted. The pt went for emergency surgery for repair of the artery.